Manufacturer narrative:
Other relevant device(s) are: products: 9735773, lot number unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside a procedure. It was reported that they booted the system for an upcoming case and when unplugged from the wall, it lost power immediately. In self-test the charge would show 100% but it would still lose power when unplugged. There was no patient present when this issue was identified.

Manufacturer narrative:
The battery was returned to medtronic for analysis. Analysis confirmed the issue and found that the battery is unable to hold a charge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The part number is m7044308008. If information is provided in the future, a supplemental report will be issued.